Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly and a low blood glucose event. The customer¿s blood glucose was 47 mg/dl at the time of incident. Customer stated that the insulin pump buttons does not respond. No significant events leading to keypad anomaly were observed and the insulin pump was not exposed to a change in altitude. Customer also reported a low blood glucose of 47 mg/dl and treated. Customer declined low blood glucose troubleshooting. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Pump not received in stuck manufacturing mode. Unit passed the full functional test including the displacement test, rewind, prime/seating test, basic occlusion test and force sensor test. Sleep current measurement and active current measurement within specifications. Insulin flow blocked alarm functions properly during basic occlusion and occlusion test. All buttons functioning properly. No damage in the keypad assembly noted. The connector on the printed circuit board was inspected and properly connected. No unexpected numbers ramping during testing. Unit received with cracked retainer, minor scratched display window, cracked keypad overlay at select button, fading serial number label and scratched case.